Manufacturer narrative:
Product ID 8711 lot# j0058190r, implanted: 2001 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was a carrier of mrsa unrelated to the device. The patient was on contact isolation precautions. It was noted that the reporter would not take the risk of transporting the pump in their possession. It was later reported that the pump was replaced due to it being implanted more than 5 years. As of (B)(6) 2013, the patient was receiving effective therapy.

Event description:
It was reported that the pump was explanted for normal elective replacement indicator (eri). It was noted that the explanted pump would not be returned to the manufacturer due to a recent diagnosis of (B)(6).